Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hal software error detected alarm and hardware low level failure alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the alarms were performed. Customer performed a self test and received two alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error (B)(4) or pump error (B)(4) alarms occurred during testing however, pump error (B)(4) and pump error (B)(4) alarms are found in the formatted history file due to a software error. The pump was received with scratched case, cracked retainer, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.